Event description:
On (B)(6) 2025, the hologic field service engineer identified an issue with the 3dimensions mammography system during scheduled preventive maintenance. Specifically, the c-arm exhibited vibrations during the tomography (tomo) sweep. Upon inspection, the engineer discovered that the bolts securing the vertical travel assembly were loose. The vertical travel assembly controls the mechanical movement of the c-arm. Broken or loose bolts can potentially compromise other mechanical components of the vertical travel assembly due to excessive vibrations. If the gear wheel is no longer securely attached to the vertical travel assembly, the c-arm may rotate freely, resulting in instability. No injury to the patient or staff was reported by the user site. The hologic technical service team advised the customer not to use the system until the vertical travel assembly bolts have been replaced. The hologic field service engineer visited the customer to replace the bolts with new, longer ones, operated tomo sweep tests, and verified that the system is now operating according to manufacturer specifications. No further information is currently available.